Event description:
Additional information was received from the patient. They reported the ins in their right hip helped for two months but the pain never went away. That ins was explanted in (B)(6) 2018. The patient first noticed their back was hurting all of the time around 2018 after their back surgery. Their doctor told them they were hurting because the screws were causing the pain. The patient had been asked to clarify which screws were causing them pain, but they did not know. The patient could not recall any factors or circumstances that could have led to this event to occur. They also reported they would contact their doctor's office to request they return the explanted devices to the manufacturer for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's pain stimulator was removed because the screws would get loose. No symptoms were reported. No additional information was provided; additional follow up will be conducted to obtain missing information. No further complications were reported or anticipated.